Event description:
It was reported that the patient with this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed multiple episodes of anti-tachycardia pacing (atp) delivery. It was noted that the second and third bursts of atp lead to conversion. Various options were discussed on how to proceed. The patient was asymptomatic. While reviewing the report, high, out of range shock impedance values were observed and some over sensing at the right atrial (ra) lead channel from rv channel signals was also observed. The rv lead and the ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.